Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was received which revealed that the biomed replaced the blood pump rotor to resolve the loose rotor issue. The biomed stated that the loose rotor likely caused the machine to not produce audible or visual alarms. The unit has been returned to service at the user facility without a recurrence of the event as reported.. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported that a 2008t hemodialysis (hd) machine failed to generate audible and/or visual alarms despite the presence of blood clots in both the venous and arterial lines. Most of the blood within the extracorporeal circuit was returned, and then the patient was re-setup on another machine. The patient was able to continue and successfully complete the hd therapy with no further issues being reported. The patient¿s estimated blood loss (ebl) was noted as being approximately 50 milliliters (ml). At the time of the event, heparin was in use and was being delivered properly. The biomed indicated that the bloodlines kept slipping out of the blood pump due to the rotor being loose. Reportedly, the staff experienced difficult loading the bloodlines prior to treatment initiation, and had to periodically realign the lines during the treatment. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Following the event, the 2008t hd machine was removed from service for evaluation. The biomed replaced the blood pump rotor to resolve the loose rotor issue. The biomed stated that the loose rotor likely caused the machine to not produce audible or visual alarms. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts from the 2008t hd machine were available to be returned to the manufacturer for physical examination. The bloodline was not available to be returned to the manufacturer for analysis as it was discarded by the user facility.